Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg between 5 and 24 hours, the site was red, swollen and infected. The patient was seen by the general practitioner (gp) who prescribed antibiotics (penicillin) to be taken for 5 days, 4 tablets every 24 hours. The pod was discarded.